Event description:
The facility reported a pump that turns itself on and off by itself. This problem occurred at an unknown time. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any details become available.

Manufacturer narrative:
Evaluation summary: the customer reported problem of a pump turning itself on and off was not confirmed or reproduce during service. No further action regarding this problem was taken. The pump was tested, found to be within specification and returned to the customer.